Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the information provided, the implant was in situ during 20 years. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. Zimmer's reference number of this file is (B)(4).

Event description:
Event timing: after surgery. It is reported that the pt received a hip implant (assumed a cls cup) on (B)(6) 1993 in her left hip. She was revised on (B)(6) 2013 due to breakage, dislocation, osteolysis, pain and large bone defects.